Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had short battery life. The reporter confirmed that the pump alarm history showed multiple battery alarms and the issue continued with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the pump black box showed no evidence of short battery life. The pump battery compartment was observed to be cracked but the battery cap successfully secured to the pump and the pump powered on. The pump was exercised without issues. The pump electrical current draws were tested and confirmed that the draws were within specifications. The pump was opened and there was no evidence of moisture or loose components inside the pump. Unrelated to the complaint, the pump display screen was observed to be dim and discolored.